Manufacturer narrative:
(B)(4). Investigation verbiage correction. Device evaluated by manufacturer? Yes add "yes" evaluation summary attached.

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the transmitter failed as a "loss of connection" gap was present in the logs. The allegation could not be reproduced during the product investigation. The customer complaint of loss of connection was confirmed. The root cause could not be determined.